Manufacturer narrative:
The device was returned and an investigation was performed on 1/3/17. The investigation results confirmed the condition reported. The wire on the device did not break. The device was tested for functionality and functioned properly in all settings. There were no functional failures. The root cause was determined to be "operator error". The device was advanced back into the vein with the catheter assembly mated to the mdu and in position 2, the motor running, and dispersion wire tip spinning thus tangling the vein. In the "cautions" section of the clarivein IFU it states "do not advance the catheter assembly when the catheter assembly cartridge is mated to the mdu and is in position 2.

Event description:
Physician was performing an infusion procedure using the clarivein infusion catheter and treated about 6- 10 cm. Of the vein. The physician perceived a problem with motor sound and so pushed the catheter back up the vein while the tip actively spinning. The catheter tip became stuck. The physician was not able to free the device by pulling down. He surgical exposed, cut and removed the tip thus freeing the main shaft of catheter to be pulled through the access point from the patient's vein.